Event description:
Ous MDR - several measures of high impedance >3000 ohm have been received via home monitoring since (B)(6) 2013. Noise was noted on the left channel during a follow-up. The lead was cut during the explantation. There were no adverse patient effects reported. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. All parts of the lead were received. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The returned device was visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. Furthermore the conductor coil was found to be deformed. The damage resulted most likely from the surgery. The quality documents associated with the manufacture of this particular device were reinvestigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.